Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code change. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a loss of consciousness. No alerts would have sounded from the dexcom device, and according to the allegation of the patient, the cgm reading would have been low. An ambulance was called by the patient´s son who found the patient unconscious. When the paramedics arrived at 11:30am the patient was brought to the hospital. The patient was treated with intravenous fluids. An x-ray and a fingerstick were taken, but no results were reported. The patient was discharged on the same day at 05:00pm. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a loss of consciousness. No alerts would have sounded from the dexcom device, and according to the allegation of the patient, the cgm reading would have been low. An ambulance was called by the patient´s son who found the patient unconscious. When the paramedics arrived at 11:30am the patient was brought to the hospital. The patient was treated with intravenous fluids. An x-ray and a fingerstick were taken, but no results were reported. The patient was discharged on the same day at 05:00pm. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2025." H2 correction

Event description:
The wearable was inserted into the arm on (B)(6) 2025.